Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of atrial activity on the right ventricular (rv) channel, suspected to be related to lead dislodgement. In addition, technical services (ts) identified a decrease in the intrinsic amplitude and pacing impedances and an increase in the pacing thresholds. Ts recommended an x ray examination. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.